Event description:
Litigation papers allege pain, disability and excessive metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d 09/26/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/07/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed. (B)(4).

Event description:
Litigation papers allege pain, disability and excessive metal ion levels. Update rec'd 09/26/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. Part/lot was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/07/2014. Update 13 oct 2014 - der rcvd - patient has bilateral asr hip implants. Metal ion levels elevated. Painful rt hip. No pseudo tumour per surgeon. Acetabular cup had bony ingrowth on 25% of asr - shell. Updated dor, surgeon, sales rep details, patient age, height and weight. Added sleeve product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation papers allege pain, disability and excessive metal ion levels. Update rec'd 09/26/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. Part/lot was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/07/2014. Update 13 oct 2014 - der rcvd - patient has bilateral asr hip implants. Metal ion levels elevated. Painful rt hip. No pseudo tumour per surgeon. Acetabular cup had bony ingrowth on 25% of asr - shell. Updated dor, surgeon, sales rep details, patient age, height and weight. Added sleeve product. Update rec'd 12/8/2014- medical records received. Patient was revised to address metallosis. Upon revision, yellow fluid, inflammation, and 1/4 bony ingrowth over the acetabular cup were noted. The stem remained in situ. The stem and sleeve are being reported for elevated metal ion levels. This complaint was updated on 1/5/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4)